Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple troubleshooting steps with technical support, including checking the power and using known working charging supplies, but the screen remained off, and a red led was blinking without vibration. The customer reverted to an alternate pump for insulin therapy.